Event description:
The complainant alleged that during a 3rd party biomed testing, the device displayed "pace/defib fault", "pace fault", "status 107", and "status 110" messages. The complainant indicated that there was no pt involvement in the reported malfunction.